Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent a right inguinal hernia repair. A bard/davol large perfix plug was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery to explant the failed perfix plug and repair a recurrent indirect right inguinal hernia. During the surgery, the surgeon noted a palpable firm hard mass and on further inspection found a very fixed and firm fibrotic desmoplastic mesh reaction. The surgeon stated that the ¿fibrotic mass included the inferior epigastric vessels, the genitofemoral nerve, the ilioinguinal nerve, the mesh, and the cord structures.¿ the surgeon also found firm neuromas at the level of the desmoplastic mesh reaction. The patient continues to experience complications related to the perfix plug that was implanted and may require additional surgeries to repair the damage from the perfix plug. The perfix plug implanted in patient failed to reasonably perform as intended. The perfix plug caused serious injury and had to be surgically removed via invasive surgery to repair the hernia that the perfix plug was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective perfix plug.